Event description:
It was reported that physician¿s tablet device showed an "unable to open port" message. The usb adaptor was unplugged and plugged back in after 15 seconds; however, the issue did not resolve. A different programming wand was used with the tablet device; however, interrogation was unable to be performed which ruled out the programming wand as the source of the issue. The tablet device and usb adaptor have been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the tablet was completed on 09/24/2014. The cause for the serial cable anomaly is associated with a broken wire connection in the serial cable db9 hood assembly. Once the wire was soldered on to the pcb, no further anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge.